Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, fluid and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, fluid and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2012 due to pain, fibrosis and fluid collection. Revision operative report noted the presence of a fibrotic capsule, irritative joint fluid, fretting between the taper and trunnion, and color changes on the trunnion. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-03033 / 03038).